Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.